Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Inspection of the exposed soft cannula found no damages or deficiencies that would suggest it was detached or broken. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problems were found regarding the reported leaking during wear and broke off/detached cannula events. A burr on the distal tip of the formed needle was observed indicating an inadequate hard cannula.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported broken cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp3a.250905.014. Hardware: pixel 9. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 319 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the insulin was over the skin and the pod's cannula was broken. As treatment, a new pod was applied.